Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed communication loss (comm loss) across all sectors/bedsides that the unit was monitoring. The customer restarted the cns, but the unit would not go past bios. Technical support (ts) troubleshot the issue, but the problem persisted. Ts advised the customer that it may be the ethernet cable that is bad or the wall port. The customer will check this and reach out if needed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) displayed communication loss (comm loss) across all sectors/bedsides that the unit was monitoring. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed communication loss (comm loss) across all sectors/bedsides that the unit was monitoring. The customer restarted the cns, but the unit would not go past bios. Technical support (ts) troubleshot the issue, but the problem persisted. Ts advised the customer that it may be the ethernet cable cable that is bad or the wall port. The customer will check this and reach out if needed. There was no patient injury reported. Investigation summary: communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The available information reasonably suggests the root cause is environment (facility network). Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references (B)(4). Follow up 001.

Event description:
The customer reported that the central nurse's station (cns) displayed communication loss (comm loss) across all sectors/bedsides that the unit was monitoring. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed communication loss (comm loss) across all sectors/bedsides that the unit was monitoring. The customer restarted the cns, but the unit would not go past bios. Technical support (ts) troubleshot the issue, but the problem persisted. Ts advised the customer that it may be the ethernet cable that is bad or the wall port. The customer will check this and reach out if needed. There was no patient injury reported. Investigation summary: the customer was advised to check the ethernet cable or the wall port the cable was connected to. The customer was to follow up with the results but failed to report any further issues. No further issues were reported relating to communication loss for the reported device. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references # (B)(4) follow up 002.

Event description:
The customer reported that the central nurse's station (cns) displayed communication loss (comm loss) across all sectors/bedsides that the unit was monitoring. There was no patient injury reported.